Manufacturer narrative:
Product evaluation: the device was visually inspected and blood was found on tip. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage found on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter wherein the catheter was giving an error message that flashed and went away immediately, however, the case continued. During the case there was a high force error while ablating. The cables were replaced and the issue remained. The system was re-zeroed multiple times and the issue remained. The cables were replaced again with a brand-new cable and the issue remained. The baylis generator was turned off and the catheter disappeared from the screen. The system was rebooted and the catheter showed error 105 and 106. The catheter was replaced and the issue resolved. There was no patient consequence. The reported issues of error messages being displayed is not considered a reportable event. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. On (B)(6) 2018, a scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. A hole in the pebax is a reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through sem analysis on (B)(6) 2018. As such, this complaint has been reassessed as reportable.